Event description:
It is reported the patient experienced rectal bleeding. The device was inserted on (B)(6) 2014 and was not tested pre-insertion. The indication for use was fecal diversion for burns to the perineal area and lower buttocks. The balloon was inflated with 32ml of water and the patient was placed on lactulose four (4) times daily to liquefy stool for diversion into fecal management system. In the morning of (B)(6) 2014, the patient was examined by the physician and a registered nurse (rn) and both found her to be doing well with fecal diversion via the device. At 12:30 pm on the same date, the rn turned the patient to observe her dressings and discovered large amount of blood accumulated in the rectal vault. The balloon was intact and the amount of water withdrawn was within the limits of product specifications. The patient underwent emergent upper endoscopy and lower flexible sigmoidoscopy. Two ulcer were found on either side of the rectal vault. The ulcers were injected with epinephrine and the bleeding stopped. Four (4) units of packed cells were given for blood loss. The gastroenterologist recommended not re-installing the device. The patient is considered stable and recovered from the gastrointestinal bleed. The patient was on enoxaparin sc and had normal inr and ptt values. She was left on the medication; however she was also on ibuprofen, which was held after the bleed.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation has not been received. Should additional information become available, a follow-up report will be submitted.